Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of an episode of noise was requested. A boston scientific technical services consultant noted lead diagnostics suggest a general change in patient condition since earlier this year. Varying and increased right ventricular (rv) thresholds, inconsistent rv and atrial intrinsic amplitudes, noise and oversensing with inhibition and a general decline in impedance measurements on the atrial, rv pacing and shock channels was identified. Subsequent thresholds and presenting electrograms were unremarkable. The consultant suggested an in-clinic evaluation, and to inquiry what the patient may have been doing or using at the time the episode in question occurred. There is a prior history of signal artifact monitor (sam) events which were perhaps associated with a known reason for noise such as surgery or an ablation. Further support for in clinic evaluation would be if the cause of the episode is undetermined. A revision procedure was performed, and this rv lead was surgically abandoned due to a fracture. A replacement rv lead was successfully implanted. The associated device and atrial lead remain in service. No additional adverse patient effects were reported.